Manufacturer narrative:
User-related considerations: there were no user-related issues reported that appear to have contributed to the reported event. Patient-related considerations: there are no patient conditions reported that appear to have contributed to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening and instability, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening and instability, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) 02-020-12-0240 - truliant ps por fem ps por left sz 4. (B)(6) 02-022-55-4040 - truliant por tib tray size 4f/4t. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation approximately 35 months after a left total knee replacement the patient underwent a left knee revision procedure to address prosthesis wear and pain. A revision operative report was provided. Post operative diagnosis noted: failed left knee arthroplasty secondary to flexion instability. It was noted the patient's laboratory analysis was negative for evidence of infection. Intraoperatively, the surgeon inspected the polyethylene and noted it to be well-fixed without significant surface damage, delamination or pitting. The surgeon performed excision of scar tissue to facilitate translation of the patella into the lateral gutter. Findings also indicated bone loss of the tibia and femur. No other issues or complications were reported. No additional information is available.